Event description:
It was reported that the patient reported an alarm due to the system controller getting wet after going through sprinklers. The backup controller captured routine events as well. The controller was used back in may2024. +

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported events of a ¿replace controller¿ alarm and fluid ingress were not able to be confirmed through this evaluation. Provided information indicated that the heartmate 3 system controller (serial number: (B)(6)) got wet after going through sprinklers. The system controller was replaced. The system controller was not returned to abbott for analysis, and no log files or photos were submitted for review. The root cause of the reported fluid ingress was suspected to be related to the provided information that the controller got wet in sprinklers. The root cause of the reported replace controller alarm could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that log files were unable to be provided. However, the alarm was described to be "replace controller". There was no documentation to confirm if the controller showed any signs of fluid ingress. The patient was issued with new primary and backup controllers.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.